Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that an informational power-on-reset (por) message was seen on programmer and recharger units. The therapy from their implantable neurostimulator (ins) system had stopped as a result. The patient stated that they were at an MRI facility and went to place the device into the MRI mode when the informational por was seen. The MRI was unrelated to the ins device/therapy. The patient stated now that they had the MRI compatible ins, the healthcare professional (hcp) could perform a new study of the t and l spine. However, they could not have the MRI because they could not use the programmer to put the device into the MRI mode. There was no overdischarge (od) related to the issue. The por was able to be successfully cleared and the therapy was turned back on. The indications for use for the implanted device were noted as arachnoiditis and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.